Event description:
A malfunction was reported on a customer's pump, with the caller declining to provide information on any blood glucose impact. Technical support assisted the customer with resetting the pump, ensuring the malfunction code did not recur. Customer was informed they could continue using the pump and acknowledged the resolution.